Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Event description:
It was reported that the patient presented with an emergency backup battery (ebb) fault. The battery was reseated, and the alarm was present and the green light was present on the battery. The ebb was changed and the orange charging light was present. The alarm was still active, and the battery was reseated. However, the alarm was still present. A self-test was performed after reseating to see if that would clear the error or give any new information. After consulting with the heartline, the system controller was replaced to resolve the issue. No issues or problems were noted by the patient with any of the changes. The event log file captured backup battery faults that started on (B)(6) 2025 at 1848 and continued for the remainder of the log file. It appeared that the ebb failed the load rest resulting in these faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 15may2025 ¿ 16may2025 was reviewed. At 18:48, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery was exchanged on (B)(6) 2025 on 11:02 and the alarm briefly resolved but reactivated soon after. The alarm did not appear to prevent the controller from supporting the system as intended while the driveline was connected. The driveline was disconnected at 11:38, and the controller was shut down, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The system controller and both backup batteries (serial numbers: (B)(6) returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Incidental finding: damaged ui membrane. The inspection testing data was reviewed for the event 11v battery (serial number: (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.